Event description:
The customer reported that their internal defibrillation paddles was not delivering consistent energy levels. The customer indicated they did not have any additional clarifying details of the reported issue. There was no patient use reported to have been associated with this reported issue.

Manufacturer narrative:
The customer advised physio-control that they have since disposed of the internal paddles assembly and did not determine the cause of the reported issue. The paddles assembly was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.